Manufacturer narrative:
Complaint (B)(4): received 6pc 454332/b2504345 and 9pc 454332/b250534j for evaluation. Received customer pictures. We have no further complaints on the material/batches. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Tubes were verified to be correctly assembled with no deviations observed. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. The complaint is not duplicated. Corrected data: h6: type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.

Manufacturer narrative:
Complaint (B)(4). Samples have been requested from the customer but have not yet been received at the time of this report. If and when customer samples are received, they will be evaluated as part of the complaint investigation. Upon completion of the complaint investigation, a supplemental report will be filed.

Event description:
The customer reported specimen tubes underfilled on multiple occurrences with various users, which caused numerous recollections. Customer advised mostly straight needle was used when underfill was experienced.